Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin, but it did not alarm. The customer stated that she was vomiting and her glucose level was over 400mg/dl. The caller took off the insulin pump and noticed that the cannula was bent. The customer took a shot and changed the infusion set, and her blood glucose started to drop. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.